Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of (B)(4) (the manufacturer), and b(B)(4) (the importer). (B)(4). The actual pump involved in the reported incident was returned for evaluation. The pump has software version 686g030102. The volumetric accuracy of 651.7 ml/hr and 146.3 ml was tested three times with no errors or interruptions. The results were all within specification: (B)(4). The pump operated within specification. Additional information was received from the biomed at the reporting facility. The biomed representative stated that he was not able to provide a date of the event or a rate that the pump was set to at the time of the event. He did confirm that no adverse reactions were experienced by the patient. Since the date of the event was not known, the e pump operational log was reviewed for the last day that the pump was in use. On (B)(6) 2012 at 12:50:19 pm, the pump was turned on. At 12:52:04 pm, an infusion was started at a rate of 300 ml/hr and a vtbi (volume to be infused) of 25 ml. At 12:57:04 pm, the infusion completed and the pump went into kvo (keep vein open) mode with 25 ml infused or 100% of the expected volume. At 12:57:52 pm, the kvo mode was stopped with .04 ml infused. At 12:57:58 pm, a new vtbi was set to 50 ml and at 12:58:03 pm, a new rate was set to 200 ml/hr. At 12:58:04 pm, the infusion was started and at 1:00:24 pm, the pump was stopped with 7.76 ml infused or 99.6% of the expected volume. At 1:00:38 pm, a new vtbi of 520 ml was set and a new rate of 346.6 ml/hr was set. At 1:00:49 pm, the infusion was started and at 2:30:51 pm, the infusion completed and the pump went into kvo mode with 519.99 ml infused or 99.99% of the expected volume. At 2:31:58 pm, the kvo mode was stopped with .05 ml infused. At 2:32:07 pm, a new vtbi was set to 50 ml. At 2:32:08 pm, the infusion was started. At 2:32:15 pm, the infusion was stopped with .68 ml infused or 101.5% of the expected volume. At 2:32:23 pm, a new vtbi was set for 109.3 ml at a new rate of 406.6 ml/h. At 2:32:31 pm, the infusion was started. At 2:32:37 pm, the infusion was stopped with .68 ml infused or 100% of the expected volume. At 2:32:45 pm, a new rate was set to 651.7 ml/hr with a new time set of 10 minutes. At 2:32:47 pm, the infusion was started and at 2:42:47 pm, the infusion completed and the pump went into kvo mode with 108.61 ml infused or 100% of the expected volume. At 2:50:40 pm, the kvo mode was stopped by the user with .39 ml infused or 100% of the expected volume. At 2:50:49 pm, a new vtbi of 50 ml was set and at 2:50:50 pm, the pump was started with a rate of 651.7 ml/hr. At 2:51:11 pm, the infusion was stopped with 3.67 ml infused or 96.5% of the expected volume. At 2:51:17 pm, a new vtbi of 146.3 ml was set and at 2:51:19 pm, the infusion was started. At 3:04:02 pm, the pump stopped due to an air bubble alarm with 138.18 ml infused or 100% of the expected volume. At 3:05:14 pm, the air bubble alarm was confirmed. From 3:05:14 pm to 3:18:04 pm, the pump sat idle and at 3:18:04 pm, the pump was turned off. The pump was not used for the rest of the day. (Note: per the user manual, volumetric accuracy of (B)(4) is only guaranteed for intervals for (B)(4) at a rate of (B)(4)). Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
(B)(4): underinfusion of benadryl.